Manufacturer narrative:
Visual inspection found full breached outer insulation degradation in two locations distal to connector boot. External insulation abrasion was noted at 45.8 ¿ 46.1 cm from the distal tip consistent with lead friction to the ICD can.

Event description:
This report is to advise of an event observed during analysis.